Event description:
Reporter alleged the customer had a high blood glucose result of 467 mg/dl at 1 pm on the advantage system. Reporter stated, the customer did not eat lunch at the time due to the high system reading. Reporter indicated at 4:20 pm the same day, customer was experiencing hypoglycemic symptoms and was unable to self treat so reporter gave customer a glass of orange juice before calling the paramedics. It was stated the paramedics tested customer's glucose to be 46 mg/dl on their device and compared it to the customer's system measurement of 469 mg/dl performed 5 minutes a part. Reporter stated the customer was treated with "liquid glucose", amount no provided. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.